Event description:
It was reported that during a routine follow-up, the implantable cardiac monitor exhibited intermittent undersensing. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.